Event description:
Customer reported fluid was leaking out from a small hole in the soft part of tubing that goes inside the pump while infusing. No pt harm reported. No further pt/event info was available.

Manufacturer narrative:
(B)(4). Exp date: between 08/01/2012 and 10/01/2012. MFR date: between 08/28/2009 and 10/10/2009. Product evaluated and customer's experience of fluid leaking out from a small hole in the soft part of tubing was confirmed. A tear was found near the upper fitment. The root cause for the reported issue was not identified. The lot number was not identified. Lot history record review could not be performed.